Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-14244 was received for evaluation. The device arrived stuck inside the hole number 7 of ar-14003. Visual inspection revealed damage to the hex of the screw leaving it deformed. The screw is missing a piece at the distal end at the tip. The most likely cause of the reported failure can be attributed to user error, as damage was observed on the head of the screw, excessive force was used, or there was a misalignment during insertion.

Event description:
It was reported that during an orif proximal humerus surgery the screw ar-14244 got stuck in the humeral plate ar- 14003 (lot number: 15103696). The surgeon had to remove the plate together with the screw and a new plate had to be used. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.